Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range left ventricular (lv) pacing impedance measurements, exhibited by this lv lead. It was noted that the patient had not been feeling well, and upon interrogating the device, the lv lead had been programmed to a tip to ring configuration. A technical services (ts) consultant discussed that programming a unipolar lead in this configuration with this device would have resulted in out of range impedance measurements because the lead was being programmed to do something it was not capable of doing. This could also have been the reason patient was not feeling well due to no lv pacing. The device was reprogrammed back to tip to coil and the impedances returned to normal range. Subsequently the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device is currently undergoing analysis. When additional analysis becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.